Event description:
It was reported that the carotid procedure, using the acculink and accunet products, was successfuly completed following several post dilations. However, it was reported a short time after the procedure (4 to 6 hours), the patient experienced a stroke. No product malfunction was reported. Information was received that the stopcock had been turned incorrectly during the procedure and air may have been injected into the patient, however, this could not be confirmed.